Event description:
It was reported that a patient experienced hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. It was reported that during the hospitalization of an unrelated indication, the patient experienced an umbilical hernia event. Pd therapy was discontinued for three days during the diagnosis of the event. Pd therapy was resumed and ongoing with no issues reported. It was reported that the patient was not a good candidate for hernia repair surgery due to declining health, age and poor recovery prognosis. The patient was discharged from the hospital and it was not reported if the patient had recovered from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal/external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.